Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited sensing and capture anomaly. When the lead was attempted to be repositioned, insulation anomaly was noted new the suture sleeve. The physician indicated that insulation was possibly damaged during suture sleeve tie down. The lead was not implanted and replaced successfully. The patient was fine throughout the procedure.